Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("right and left lower abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant, tubal ligation). Essure was removed. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed: no if you have not had your essure removed, are you currently planning for essure removal: no diagnostic results: sep2012: transvaginal ultrasound (tvu) the results of your essure confirmation test: unilateral occlusion (left tube occluded), migration of essure device. Only one side took and I would need a tubal ligation most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, event left and right lower abdmen pain was added. Lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.